Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that intermittent altitude alarm occurred with multiple cartridges. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 500s mg/dl. The customer addressed the elevated bg with a bolus. Reportedly, the customer reverted to manual injections for insulin therapy.